Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation and proximal coil were damaged between 17 cm and 25.5 cm from the connector pin. The distal insulation was damaged at 20 cm from the connector pin. An electrical short was noted between the coils due to the damaged insulations. The damages found were sustained as a result of rib-clavicle crush.

Event description:
It was reported that the ventricular lead exhibited low impedance of 200 ohms to 250 ohms and high capture thresholds of 3.75 v at 0.1 ms. The lead was explanted and replaced. Post explant insulation damage was noted due to clavicular crush.